Event description:
Customer reported she was hospitalized for diabetic ketoacidosis and gastroparesis. Customer reported that she was vomiting for 36 hours and was dehydrated prior to being hospitalized. Customer's blood glucose was 126 mg/dl. Customer was not in an accident. Customer was wearing the device at the time of the hospitalization, though it was removed at the hospital by the staff. Customer's was given insulin following a sliding scale and her blood glucose went up to 188 or 200 mg/dl, while off the device. Customer stated the device had noting to do with the vomiting. Customer's potassium also dropped. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.